Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high thresholds and impedance issues. A new lead was successfully implanted as a replacement. No additional adverse patient effects were reported.